Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additionally, associated h6 codes and h4 device manufacturer date were added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it could not be determined what the foreign material was, and it was not possible to establish the root cause. Olympus was unable to confirm whether the customer's reprocessing steps deviated from the instructions for use and there was no damage identified to the area where the foreign material was detected. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and confirmed the reportable malfunction that was found during investigation. The device evaluation found the following: the forceps channel port has a scratch, air/water (aw) cylinder has no color, suction (s) -cylinder has no color, switch 1 (sw1) has a scratch, the mouthpiece was loose, the plug unit has a scratch, due to wear of angle wire, the play of up/down (u/d) knob was out of the standard value, the objective lens has a crack, the light guide (lg) lens has a crack, and the bending tube was deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An unspecified complaint was reported regarding the gastrointestinal videoscope. The device was returned for device evaluation. The following reportable malfunction was found: the air/water (aw) tube and cylinder has foreign material. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.